Event description:
Ventilator alarming an abnormal sound with tf 5510 in red reading at the top. Ventilator was not ventilating patient at the time so patient was taken off and connected to bag valve mask. Ventilator was turned off and turned back on. Ventilator alarming again and at the top in yellow the alarm read "panel connection lost". New ventilator brought into patient room and utilized.